Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was heart related. The customer's blood glucose, at the time of death, is unknown. The caller could not retrieve the customer's last recorded blood glucose from the insulin pump, because the insulin pump did not have a battery installed. The caller stated that the family believes that the customer was wearing the insulin pump at the time of death. The customer was using sensors but, the family is unsure if a sensor was worn at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked case at the reservoir tube window corner and a cracked reservoir tube lip. The data analysis showed that the daily total of insulin delivered was 21.675 units on (B)(6) 2015, 19.200 units on (B)(6) 2015, 20.700 units on (B)(6) 2015, 9.075 units on (B)(6) 2015, 10.575 units on (B)(6) 2015, 10.575 units on (B)(6) 2015, and 0.175 units on (B)(6) 2015. The insulin pump was suspended on (B)(6) 2015.